Event description:
Three incidents of a home patient noting the cassette of a homechoice set leaking during automated perioneal dialysis therapy. The patient was treated prophylactically as a result of the incident, no patient injury resulted per baxter.